Event description:
Per (B)(6) medical repair, the pendant part number 1158553 for ihcs7 bed serial number (B)(4) is not working needs warranty replaced no follow up required.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.